Manufacturer narrative:
(B)(4). The events are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nasolabial folds, lips, and marionette. Prior the injection the patient was prepped with numbing agent. Two days later, the patient complained of white pustular eruptions on upper lip with darkening of the area and pain. The upper lip was also swollen. Patient was treated with chymoral forte® and augmentin with a pain killer. Three days later, the patient was treated with hyalase® and prednisolone. Patient had another treatment with hyalase® a week later. Scattered pustules and areas of necrosis were visible on the lips and philtral column. Symptoms are ongoing and the events were not believed to be related to the device. However, a causality for the event was not provided.